Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. The occ cable, tip, device shaft, proximal face end, and sensor port were visually and microscopically examined for damage or any irregularities. Blood was present on the outside of the distal end of the wire. Inspection of the device revealed that the tip was bent and stretched. However, the comet ii wire was not separated/detached. No other issues were identified during the product analysis.

Event description:
It was reported that tip detachment occurred. A percutaneous coronary intervention was performed on a patient with coronary artery disease. A comet ii pressure guidewire was advanced to the lesion to take a diastolic hyperemia-free ration measurement. During the procedure, it was noted that the proximal opaque tip became separated, and the wire stripped. The wire was removed successfully from the patient's body. The procedure was completed, and no patient complications were reported.

Event description:
It was reported that tip detachment occurred. A percutaneous coronary intervention was performed on a patient with coronary artery disease. A comet ii pressure guidewire was advanced to the lesion to take a diastolic hyperemia-free ration measurement. During the procedure, it was noted that the proximal opaque tip became separated, and the wire stripped. The wire was removed successfully from the patient's body. The procedure was completed, and no patient complications were reported.